Manufacturer narrative:
The product is available for evaluation; however, as of to date, it has not been returned. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received indicated that during an aortagram, the hub of the 6f pigtail diagnostic catheter got stuck in the injection syringe; therefore, the catheter had to be cut off to be removed. The catheter was removed through the sheath and there was no report of injury to the patient. Further information indicated that there were difficulties while connecting the hub of the catheter to the syringe; however, there were no anomalies noted on the hub.